Event description:
It was reported that the tubing of a clearlink continu-flo solution set was separated from the drip chamber, at the end closest to the bag spike. This was noted before use. There was no patient involvement. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.